Event description:
It was reported that the patient complained that the remaining battery power has been depleted quickly since the ventricular assist device (vad) speed was changed to 3200 rpm. The medical staff understood that this was due to the increase in rotation speed. Upon log files review, the vad exhibited suction alarm. The vad remains in use and the battery was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: unk, serial #: unknown, UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk, labeled for single use: no, (B)(4). Additional information has been requested regarding the csv log files , and if the patient was hospitalized for the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) (B)(6) and one (1) battery with an unknown serial number were not returned for evaluation. The reported suction alarm event was confirmed through log file analysis which revealed one (1) suction alarm was logged on (B)(6) 2022 at 14:47:34. Additionally, log file analysis revealed that the batteries connected during the analyzed period performed as expected when in use. No abnormal battery behavior was observed. As a result, the reported power consumption issue event could not be confirmed. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Based on the available information, the reported "ventricular assist device (vad) speed was changed to 3200 rpm" may have caused the batteries to deplete more quickly than prior to the speed change; however, based on the log files, the batteries in use during the analyzed period were able to deplete as expected. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Additional products: unknown battery h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14 serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c19 h6:FDA conclusion code(s):d14 product event summary: the ventricular assist device (vad) (B)(6) and six (6) batteries ((B)(6)) were not returned for evaluation. The reported suction alarm event was confirmed through log file analysis which revealed one (1) suction alarm was logged on (B)(6) 2022 at 14:47:34. Additionally, log file analysis revealed that the batteries connected during the analyzed period performed as expected when in use. No abnormal battery behavior was observed. As a result, the reported power consumption issue event could not be confirmed. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Based on the available information, the reported "ventricular assist device (vad) speed was changed to 3200 rpm" may have caused the batteries to deplete more quickly than prior to the speed change; however, based on the log files, the batteries in use during the analyzed period were able to deplete as expected. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis which was completed on the ventricular assist device (vad) and two batteries with unknown serial numbers. Additional information was received that a total of six batteries were involved in this event. Product event summary: (B)(6) and two (2) batteries with an unknown serial numbers were not returned for evaluation. The reported suction alarm event was confirmed through log file analysis which revealed one (1) suction alarm was logged on (B)(6) 2022 at 14:47:34. Additionally, log file analysis revealed that the batteries connected during the analyzed period performed as expected when in use. No abnormal battery behavior was observed. As a result, the reported power consumption issue event could not be confirmed. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Based on the available information, the reported "ventricular assist device (vad) speed was changed to 3200 rpm" may have caused the batteries to deplete more quickly than prior to the speed change; however, based on the log files, the batteries in use during the analyzed period were able to deplete as expected. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Additional products: d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(6) UDI#: (B)(4); d9: no; h3: no, device evaluation anticipated, but not yet begun h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14; d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(6); UDI#: (B)(6); d9: no; h3: no, device evaluation anticipated, but not yet begun h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system ¿ battery; d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(6); UDI#: (B)(4); d9: no; h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 09-dec-2020; h5: no; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16; d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(6); UDI #: (B)(4); d9: no; h3: no, device evaluation anticipated, but not yet begun; h4: mfg date: 20-dec-2020; h5: no; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16; d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(6); UDI#: (B)(4); d9: no; h3: no, device evaluation anticipated, but not yet begun; h4: mfg date: 22-dec-2020; h5: no; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16; d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial or lot#: (B)(6); UDI#: (B)(4); d9: no; h3: no, device evaluation anticipated, but not yet begun; h4: mfg date: 04-dec-2020; h5: no; h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional information has been requested regarding the number of batteries and serial numbers related to the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: unk / serial #: unknown UDI #: asku d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that "all batteries consume power as quickly." The batteries remain in use.